Event description:
Pt was wearing lenses on a 30-day continuous wear basis. The pt presented at an unscheduled visit with red and pain o.d. The pt had splashed pine-sol (household cleaner) in the right eye. The doctor diagnosed a corneal ulcer with 3+ conjunctiva injection, keratitis and iritis o.d. The pt was treated, recovered and resumed lens wear. There is a residual scar that is not central and there is no decrease in visual acuity.